Event description:
Inbound, patient reports with cassettes from last supply box she has been getting no disposable pump wont run alarms. Both pumps, over last 3 days. Cadd legacy 100 ml flow stop cassette, lot # 4084028, exp date 12/01/2025 (3) cassettes.